Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional (hcp) via the manufacturers' representative (rep) reported that the device turned on/ off and had surged. There was nothing that may have led or contributed to this issue. The impedance was checked and it was fine. Programs were adjusted but the same thing occurred. The issue was not resolved at the time of report. The device was explanted on (B)(6) 2016 and replaced.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found insignificant anomalies and was functionally okay.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
No new additional information received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she didn¿t really know why the device was replaced. The patient stated she wasn¿t getting therapeutic benefit so the healthcare professional (hcp) stated the implantable neurostimulator (ins) wasn¿t working and needed to be replaced. The patient stated that the manufacturer representative (rep) and the hcp said that when the ins was removed there was blood in it. It was noted the revision took place on (B)(6) 2016. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.